Event description:
The event involved a transpac¿ it monitoring kit, 84" safeset reservoir, 2 blood sampling port, 3ml flush device, un-bonded macrodrip. It was reported that at some point in the neuroscience (or neurological) critical care unit (nccu) the transducer broke apart. The blue part of the transducer housing remained connected to the mount and clear front part was just hanging there. It was unclear how the transducer broke. The event became aware when they noticed high blood pressure and then saw the transducer dangling. The device was in use for 26 hours. There was a patient involvement but no harm.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted. A device history review could not be completed due to the unknown lot number.